Event description:
During a wedge resection procedure, bleeding occurred on the second firing. Amount was unk. Staple had malformed. The surgeon put some overstitches to close tissue. No pt consequence.